Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, the patient experienced an allergic reaction. Following the implant of a 3.00x20mm promus element plus drug eluting stent in (B)(6) 2012, the patient complained of experiencing coronary spasm, dizziness, vertigo, difficulty breathing, panic attack and anxiety. The patient has been taking clopidogrel, verapamil and aspirin.